Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiences coughing, sneezing and coughing up black dusty particles in phlegm while using the device. The patient alleges blood comes out when sneezing. The patient reported using a CPAP cleaner. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Patient denied seeing any particles in the water chamber, hose or mask. On the previously submitted report, the "type of reportable event" and "outcomes attributed to ae" in section b. Were both reported incorrectly. It is corrected on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiences coughing, sneezing and coughing up black dusty particles in phlegm while using the device. The patient alleges blood comes out when sneezing. The patient reported using a CPAP cleaner. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Patient denied seeing any particles in the water chamber, hose or mask. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.